Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope ccd lens was missing the glue during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h5, h6 and h11. The device was not returned for evaluation; therefore, the customer¿s allegation was not confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.